Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that the alarm review data displayed on the central station sometimes shows heart rate values that do not match the actual physiological values seen in the waveform; for example, a bradycardia alarm displayed a heart rate of 87 bpm, despite the waveform indicating a much lower heart rate. The device was in use on patient at time of event, there was no adverse event reported.